Manufacturer narrative:
A follow up will be submitted when additional information becomes available. A getinge service technician (fst) was sent for investigation and repair on 2022-06-15-17. The reported failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files and more detailed information were requested for further investigation, but still pending.

Event description:
It has been reported that a user felt an electric shock once after touching the device. The unit has already been checked with electrical safety tester by a getinge service engineer. It was determined that the device is within specifications and that the discharge could be due to static current. No harm was reported. (B)(4).

Manufacturer narrative:
It has been reported that a user felt an electric shock once after touching the device. The unit has already been checked with electrical safety tester by a getinge service engineer. It was determined that the device is within specifications and that the discharge could be due to static current. The failure occurred during training out of the hospital. The log files of the cardiohelp are not available for investigation. Thus, an exact root cause could not be identified. However, the root cause could be linked to static current as confirmed by getinge technician. In addition in the instruction for use (chapter 5.3 connection the sensors) is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2022-07-08 for the period of (B)(6) 2017 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results, no malfunction of the cardiohelp could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).